Event description:
It was reported that pump experienced malfunction alarm with code displayed. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not yet taken any corrective actions before calling and did not require assistance from a 3rd party. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump use could be continued, and instructed customer to call back if malfunction alarm appeared again.